Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed loose battery pins in the device for both batteries. The battery pins in the device were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Loose battery pins can cause the device to lose power inappropriately.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.